Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report weill be filed.

Event description:
It was reported that while a consumer's wife was using a bd integra 3ml syringe w/detachable needle to inject testosterone into the consumer's buttocks, the needle broke off and remained in the injection site & the consumer's began to bleed. The consumer was evaluated by a physician and received an ultrasound which confirmed that the needle remained in the consumer's injection site. No add'l info was provided regarding any add'l medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Additional information: the consumer's spouse also stated that an additional needle from the same box broke off in the medication vial while drawing up the medication. Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 3234438. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. Not evaluated. Reason: device not returned to manufacturer.

Event description:
It was reported that while a consumer's wife was using a bd intregra 3ml syringe with detachable needle to inject testosterone into the consumer's buttocks, the needle broke off and remained in the injection site and the consumer began to bleed. The consumer was evaluated by a physician and received and ultrasound which confirmed that the needle remained in the consumer's injection site. No additional information was provided regarding any additional medical intervention.